Event description:
It was reported at "the 18th annual meeting of the international association of cardiovascular intervention and therapeutics": cr 102 acute interstitial pneumonitis after implantation of paclitaxel-eluting, stents: a report of two fatal cases, that post a coronary drug eluting stenting treatment procedure, fever, hypoxia, and interstitial pneumonia occurred followed by patient death. An unknown size taxus express2 was implanted on an unknown date in an unknown vessel. Seven days post the initial procedure, a chest x-ray and CT scans showed bilateral ground-glass attenuation, suggesting acute interstitial pneumonia (aip). Patient death occurred on an unknown date. Based upon the clinical course including sudden onset of interstitial pneumonitis following paclitaxel-eluting stent implantation and autopsy findings, which showed histological pattern of diffuse alveolar damage with the presence of hyaline membranes and no substantive evidence of any infections process, paclitaxel eluted from the stent may have played a causal role in the development of acute interstitial pneumonitis. It was further noted that no alteration were made in major medications before or after paclitaxel-eluting stent implantation, and there was no past medical history of significant respiratory disease or other risk factors for acute interstitial pneumonitis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.